Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reports using a small moldable wafer one year and a half ago and it caused a superficial cut that looked like an abrasion to the stoma. He did have a small amount of oozing bleeding that required only pressure to stop the bleeding. The end user stated ¿he must not have rolled it back enough and when it expanded it cut into the stoma and created like an abrasion, actually a line on the stoma.¿ he informed he had a line on the stoma in the area until recently. He did not require medical intervention. Discussed moldable technology and sizing with the end user.